Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a nephroureteral stent procedure the second wire attempted to pass the kidney stone however there was no space between the stone and kidney. It was confirmed that there was some difficulty with calcification at the kidney area. It was noted that the wire snapped and started to unravel. The outer wire was still intact and not unraveled. The interventional radiologist performed a cut down approximately 2-3 cm to reach the wire and removed with forceps. The physician was able to complete the procedure with another device. Post procedure the patient was doing fine.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection confirmed that the device was returned in used, damaged condition. The wire guide was separated into two pieces; the inner mandril wire was broken. The coil unraveled at the distal end. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted that there was one other complaint reported for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.